Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was placed onto impella cp support for high-risk percutaneous coronary intervention. While implanting the impella cp and during high-risk percutaneous coronary intervention, the patient went into pulseless electrical activity arrest and required an increase in dobutamine drops to 15 and a dose of epinephrine.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Minor bleed/ hematoma: after transitioning from peel-away to repositioning sheath, site bleeding was observed followed by small hematoma formation. Hematoma managed in lab. Noted that activated clotting time (act) was 344 when in ICU. The root cause of the bleeding and hematoma was a use related issue as patient act was still high after implant when in ICU. Cardiac arrest: clinical details noted that patient went into cardiac arrest. The root cause of the injury was unable to be determined due to insufficient clinical details.